Manufacturer narrative:
(B)(4).. Date sent: 7/27/10. Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with three green fully fired cartridge reloads present. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It was noted that the cut line was slightly jagged due to the buildup of dried tissue in the cartridge/anvil area. It was also noted that there was a gouge in the cartridge body. This type of damage is seen when the device has been fired across an object that is very hard, such as a clip. The event described could not be confirmed as the device performed without any difficulties noted. Batch history review has been completed with no anomalies reported.

Event description:
It was reported that the device was used during a right middle lobectomy. The first firing was completed as expected. On the second firing bleeding occurred and on the third firing, the second squeeze, it "jumped the gear" and there was no tactile feedback. The surgeon knew something was wrong. It took six squeezes for the device to complete the firing sequence and open the device. The staple line was also noted to be incomplete. This occurred at the anterior fissure of the anterior middle lobe, this cartridge is still in the device. A competitor's device was used proximal to this firing, on same tissue, and the case was completed. There was no adverse consequence to the pt. There was no significant blood loss from the staple line on the second firing. No blood transfusion or blood products were required.